Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an atrial fibrillation procedure, a stroke occurred, and a thrombus formed associated with charring that required a thrombectomy. After the ablation, when the patient was recovering from anesthesia, he experienced transient hemiplegia. Afterwards, a thrombectomy was performed due to a thrombus associated with charring confirmed on the ablation catheter tip upon removal from the patient. Ablation had been delivered with 50 watts and an average contact of 13.5g. There were no alleged performance issues with any abbott devices and there was nothing abnormal during the procedure. It is alleged that the stroke complication was related to the ablation catheter.